Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that during the procedure, the surgeon tried to load an er320 and the clips would not load properly. He completed the case with another er320 without incident. There was no consequence to the pt.